Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an oxygen barrier bag filled with parenteral nutrition fluid leaked. This was found before use when the bag was removed from the box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a hole was observed in the device as well as in the over pouch at the same location. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.